Event description:
It was reported that during the stent assisted coiling procedure, resistance occurred while advancing the two enterprise stents (enf452212/10040808 and enf452212/10069525) inside the unknown microcatheter. The analysis of the enterprise stent (enf452212/10040808) showed that the distal tip of the delivery wire was stretched and fracture/separated. After the resistance/friction occurred during the procedure, a stent was successfully placed at the desired location without a problem with the same microcatheter. The fracture/separation did not occur during use in the patient, and the entire unit was removed from the patient. After physician felt some friction during advance of the stent, the whole system was taking out and the stent separated while removing. There was no patient injury reported and the products were returned for analysis. No further information was received.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The received components were: an enterprise delivery wire and introducer tube. The stent was received deployed and inside of a small plastic bag inside the big one. A stretched condition was observed in a section of the delivery wire coil tip from 183cm to 186cm from proximal end. The delivery wire presented a fracture/separation at the distal section. The separation point is located at core wire after of the retraction bump. The separated section (distal end) of the unit was not returned. No other visual anomalies were observed. The microcatheter involved in the event was not received for analysis. Functional test was performed using the delivery wire as returned without enterprise stent and without its distal tip. The enterprise delivery wire was inserted in a lab sample microcatheter and was able to go through it. No resistance or friction was encountered. The deployed stent was inspected under microscope, no anomalies were found on it. Sem analysis results showed that the core wire fracture/separation surfaces presented evidence of chemical attack; the surroundings of the corroded separation surface exhibited evidence of severe pitting. According to the observed surface characteristics cutting was discarded as the root cause. There was no evidence of smearing and/ or ductile dimples. The x-ray spectrum of the foreign matter yielded elemental carbon, oxygen, chlorine, calcium, phosphorus, nickel, titanium, iodine and tin. Nickel and titanium (nitinol) are the main components of the core wire. It is possible that some of the elements found (chlorine and phosphorus) could have come from phosphate buffered saline solution or saline solution; however, this could not be conclusively determined. (B)(4). It was not possible to conclusively determine when or how the chemical attack occurred. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10040808. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported resistance/friction with the entire enterprise system could not be confirmed because the enterprise was received with the stent deployed and the delivery wire fractured; however, the delivery wire as received without the stent advanced via a lab sample microcatheter. It was confirmed that the stent was deployed; the timing and root cause cannot be determined with analysis, but information indicated that the stent deploy while removed from the patient. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. If the introducer is not fully seated and secured in the microcatheter hub as outlined in the IFU during introduction or withdrawal the proximal end of the stent will expand and deploy as it enters the gap. In addition to the reported event, it was observed that the delivery wire was separated and presented with evidence of chemical attack. The timing and root cause of these findings cannot be determined; however, there are no defined causative manufacturing defects noted. Root cause investigation has previously determined that the noted foreign material appears to be due to a post use/decontamination chemical reaction with no potential effect to the patient or procedure. Additionally, based on the stretched condition of the distal end of the received delivery wire, it appears that pulling forces may have contributed. Via the risk management process continued evaluation and investigation of the separated condition of the delivery wire by the quality team is being conducted.

Manufacturer narrative:
Please note that after further clarification of the event, this report does not meet the criteria for reporting. Therefore, please note that no further reports will be forthcoming.